Event description:
The 3.5mm diameter by 12mm length s7 stent delivery system was inserted for treatment of an unknown lesion in an unknown coronary artery. The user facility medwatch report states, "stent not deployed and unable to locate, therefore, unable to retrieve." Despite attempts to get further information, there is no additional information from the user facility regarding this event. No device was returned for evaluation.